Event description:
First wand used had cracked ceramic spacer after approx 10 minutes use. Second wand also had cracked ceramic spacer after approx 7 minutes use. The lens of the arthroscope also broke (possibly due to touching the metal scope to the wand). All debris was removed during the procedure. The procedure was successfully completed. No clinical issues were reported postoperatively.